Event description:
Caller reported a malfunction on the pump, with no notable events occurring prior to the issue. There was no adverse impact on the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support provided the customer with pump reset information and assisted in resetting the pump; the malfunction code did not recur after resetting. Customer was instructed to continue using the pump and to call back if the malfunction code reappears, acknowledging and understanding the guidance provided.